Event description:
It was reported that the patient had been experiencing one-sided vocal cord paralysis following a recent generator and lead replacement surgery. It was reported that the ent surgeon believed the paralysis was improving and would likely resolve with time. No additional relevant information has been obtained to date.

Event description:
Additional information was received that the patient actually experienced paresis, not paralysis. The paresis affected the left vocal cord. The paresis was reported to be improving and was thought to be a side effect of manipulation during surgery. No additional relevant information has been obtained to date.